Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported bilateral "partial deflations." Device remains implanted. This record is for left side.

Event description:
Healthcare professional reported bilateral "partial deflations." Device has been explanted and replaced.. This record is for left side

Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: ¿ deflation: no observed openings in the device. Additional observations: ¿ creases were observed. ¿ white particles observed inner the device.